Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire core separated during use. Analysis of the returned wire confirmed the distal tip had separated. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the analysis of the returned device, it is unknown what may have caused the reported separation. Additionally, it was reported that the separated portion of the wire was removed using a snare. The investigation was unable to determine a conclusive cause for the reported material separation; however, the subsequent treatment appears to be related to operational circumstances. It was reported that the guide wire core separated during use. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, moderately tortuous left anterior descending coronary artery. There was no resistance noted during advancement of the 0.14 hi-torque turntrac guidewire however, the guidewire core became separated. The separated core was removed with a snaring device. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.